Manufacturer narrative:
Additional information: the field service engineer (fse) had also replaced pinch valve pv58 as a preventative measure. However, pinch valve pv58 was returned to beckman coulter for further evaluation and analysis revealed that the single tube pinch valve pv58 was damaged with the tube connection section of the valve shearing off from the base of the valve.

Event description:
A field service engineer was onsite for another instrument when the customer indicated that their lh750 instrument had been experiencing intermittent "latron" fluctuations. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) observed the light scatter offset high. He replaced the laser to address the issue. (B)(4).